Event description:
It has been reported to philips that, system did not boot up intermittently. It is unknown if the system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting and had storage issue. The fse replaced the frontal ippc and recreated image store. After replacement of the the frontal ippc and image store recreation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.